Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort, palpitations and complained of dizziness, a, "fluffy sensation and on holter monitor electrocardiogram, there was a pause. Both the implantable pulse generator (ipg) and right ventricular (rv) lead were reported to exhibit a ventricular pacing failure. The rv lead also exhibited rising threshold. Diagnostic testing/troubleshooting and x-ray were performed and both the ipg and rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.